Event description:
An olympus representative reported to olympus on behalf of the customer that the beak of the inner sheath, for 26 fr. Outer sheath broke off during an unspecified procedure. The surgeon retrieved the beak and no parts were left in the patient. Anesthesia was reportedly extended for an unknown duration. The procedure was completed with a similar device. There was no harm or user injury reported due to the event.